Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for sensing integrity counter (sic) and high rate non-sustained (hrns) episodes. Noise was confirmed on hrns and pacing impedance changes were noted. The noise could not be reproduced in clinic with provocative movements and isometrics. A lead fracture was suspected, and the rv sensing polarity was reprogrammed which resolved the oversensing. A few days later, the lead triggered an alert for high pacing impedance. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the rv pacing polarity was changed to tip-coil. Additionally, it was also reported that the rv coil exhibited a spike in impedance.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the rv lead exhibited no capture. The lead was explanted and replaced.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned and analyzed. The analysis indicated that the lv2/proximal conductor was fractured in-vivo in the anchoring sleeve area. The right ventricular defibrillation coil conductor was fractured in-vivo in the anchoring sleeve area. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.